Event description:
According to the reporter: the surgeon discharged the device and the needle was dislodged. Once the device was retrieved, the device worked properly. Add'l info could not be reported. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).